Manufacturer narrative:
The insulin pump was received with the following physical damage: cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and severely scratched display window noted.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. Customer stated there were scratches on the screen making it difficult to read . The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.